Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported, patient has been noticing continuous hip pain since original surgery. Patient came into office today and still has pain at increasing level. He has been evaluated for infection and loosening with negative results. Update: it was reported that the patient reports pain, swelling and soreness. Implants were fixed. Black debris was noted on the neck and stem taper.